Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a right atrial (ra) lead implant attempt, it was noted that the pin for the lead was bent and unable to be used. The lead was removed and a new lead was used in its place. No patient complications have been reported as a result of this event.